Event description:
It was reported that during device interrogation, an alert for capacitor charged time out was observed. Capacitor maintenances were performed and repeated extended charge time was noted. Device replacement was recommended. Patient is in stable condition.